Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse replaced the usm to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the patient side cart (psc) had a non-recoverable error and restarted without resolving the issue. The site attempted to emergency power off (epo) the system and exercised the usm. Upon restart the same 319 error returned pointing to the axes controller, carriage (acc) on the usm 3. Once the arm is disabled, the system completes a self-test. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer noted ports were placed prior to the issue being identified. The system functionality was checked upon powering on the system and a fault occurred once they attempted to dock. The isi tse was called, and troubleshooting was initiated, the usm was disabled, and the procedure was completed. The procedure was completed with 3 robotic arms and 1 lap assist port to retract with no patient injury. The usm 3 was disabled, and a laparoscopic assist port was placed for retraction in place of the 4th usm that was disabled. A total of 4 incisions were made (3 robotic ports and 1 lap port).

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and found to have the fiber power trend showing signs of decaying power to all the fibers (parallelogram, rolling loop and clock spring).

Event description:
Refer to h11 for follow-up information.